Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic prostatectomy, the device¿s needle fell off. It was fell into the cavity of the patient. They found it and retrieved by forceps. They used normal sutures in order to complete the case. There was no injury caused to the patient and no medical intervention was required.